Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade ii. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old caucasian female patient underwent primary breast reconstruction surgery with 450cc mentor memorygel breast implant and experienced capsular contracture; baker grade ii on her right side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for a replacement surgery with mentor gel device on (B)(6) 2023.

Manufacturer narrative:
On february 2, 2023, mentor became aware that the device was discarded by the surgeon. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Corresponding fields have been updated under section h on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 14, 2023, mentor became aware that the replacement devices used on february 1, 2023 were catalog number smpx240; serial number (B)(6) on the left side, and catalog number 3505004bc; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).